Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was experiencing difficulties charging the ipg. The physician determined that the ipg was implanted to deep. The pt underwent a pocket revision procedure and is reportedly doing well.